Event description:
A healthcare professional reported two cases where the trocar valves failed. Both incidents were "a complete fail". No further details were provided. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. Samples are being returned but have not yet been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).